Manufacturer narrative:
The customer received phone assistance from the technical support engineer (tse). Tse advised a hard system power cycle of the affected surgeon console (ssc) when clinically possible. After completing the procedure, tse further confirmed that the issue with ssc1 was addressed and resolved after a hard power cycle of the ssc. No site visit was conducted. The system was working properly and no additional action was required. The system was not connected to the network at the time of the issue, therefore verification via system logs was unable to be performed. This complaint is considered a reportable event due to the following conclusion: during a da vinci-assisted surgical procedure using a dual surgeon console (ssc) setup, one of the ssc displayed a black screen. The procedure was completed using only the 2nd ssc. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted surgical procedure using a dual surgeon console (ssc) setup, one of the sscs displayed a black screen. The customer received phone assistance from the technical support engineer (tse) who advised a hard system power cycle of the affected surgeon console (ssc1) when clinically possible. The user continued with the procedure. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information from the tse regarding the reported event: the system was inspected prior to use and no issue was found. The issue was confirmed to be on the high resolution stereo viewer (hrsv) display on ssc1. The surgeon elected to perform troubleshooting advice after completing the procedure. The procedure was completed using only the 2nd ssc (ssc2). After completing the procedure, the issue with ssc1 was addressed after following the tse troubleshooting advice of a hard power cycle on ssc1. No service (field service dispatch) is required.